Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient underwent a closed reduction under general anesthesia due to a hip dislocation (left). No implants were removed.